Manufacturer narrative:
A batch record review was performed. No non-conformance repot (ncr) related to complaint issue were initiated for complaint order during production. No samples and pictures were received. Root cause investigation was performed for ¿product with hair into package¿. Base on the available information the investigation reveals: the possible causes for the issue are: noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process; cap does not provide full cover of hairs. The contributing cause for the issue is: operator mistake during operational control of packaging. This is a not isolated case but, based on distribution of complaints by production date there is stable decrease of complaints in comparison with previous year. No corrective actions are recommended to implement. Retraining of production operators within annual training was performed. Complaints with the issue will be monitored. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3007966929.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 1. Brand name - unomedical handyvac. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "when opening the handy vac sterile packaging in the surgery room, the hcp (health care professional) found a hair inside the sterile bag". The product was not used on the patient, no harm reported. No photographs depicting the reported complaint issue was submitted by the complainant.